Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient never had therapeutic effect so they did not bother to use the therapy, but needed to make sure therapy was off. The patient then reported that their son kept trying to turn it up, but it wouldn't work. During the call when attempting to check the ins the patient reported that the patient programmer (pp) screen was blank due to what appeared to be depleted pp batteries. Additional troubleshooting could not be conducted at the time of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.